Manufacturer narrative:
Device evaluated bf MFR. Returned product consisted of an emerge mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscope inspection revealed a 3mm longitudinal tear at the distal markerband. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.